Event description:
Caller reported a cartridge alarm 29, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support confirmed cartridge alarms with consecutive cartridges and decided to replace the pump. Caller was informed about using a backup therapy through multiple daily injections and that the replacement pump would come with updated software. Various instructions regarding the usage of the g7 sensor, returning the problematic pump, and storage mode were provided and acknowledged by the caller. The replacement pump was shipped without requiring a delivery signature.